Event description:
It was reported that 2 of the bd pre-filled saline syringe plunger rod broken. The following information was provided by the initial reporter, translated from chinese to english: the teacher of the equipment department reported that when the product was unpacked, it was found that the handle on the back of the product was broken.

Manufacturer narrative:
The following fields have been updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 22-sep-2023. H.6. Investigation summary: it was reported the handle on the back of the product was broken. To aid in the investigation, one empty sample with no packaging flow wrap and one photo was provided for evaluation by our quality team. A visual inspection was performed, and the top part of the plunger rod is damaged. The photo provided shows the sample received. No other defects or imperfections were observed. This defect could occur if the unit was misplaced while flow wrapping. The damage could be induced from the flow wrap cutter. A device history record review was completed for provided material number 306593, lot 2096906. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. Verification of the flow wrapper was performed. The settings were correct, and the flow of product was good. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h10.

Manufacturer narrative:
(B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 2 of the bd pre-filled saline syringe plunger rod broken. The following information was provided by the initial reporter, translated from chinese to english: the teacher of the equipment department reported that when the product was unpacked, it was found that the handle on the back of the product was broken.

Manufacturer narrative:
Additional information received: updated event occurrence date: 28-jul-2023.

Event description:
After further confirming with customer, this event is duplicate with (B)(4). The event occurrence date should be 07/28/2023. The teacher of the equipment department reported that when the product was unpacked, it was found that the handle on the back of the product was broken.